Event description:
The pt was originally implanted (B)(6) 2010 with a 20cm spectra concealable penile prosthesis. When the pt had intercourse the device would "bend and squeak." The pt also stated he had pain and burning at tip of penis. On (B)(6) 2011 the spectra device was removed due to pt dissatisfaction and pain, the device was replaced with an 18cm ams ipp device with 4cm rte.